Manufacturer narrative:
(B)(4). On an unreported date, dianeal and extraneal therapies were discontinued. On an unreported date, the patient's catheter was removed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with reflin (1 g per day, route and duration not reported), tobramycin (40 mg per day, route and duration not reported), and heparin (25000 I/u x 5 ml three times per day, route and duration not reported) injections for peritonitis. Patient outcome was not reported. Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4).the reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).